Manufacturer narrative:
Hospital kept.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 1.2 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device; it was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the instability was reported as a failed subscapularis muscle. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to weak tissue, the patient's subscap gave away. The surgeon revised to a reverse shoulder prosthesis.